Event description:
It was reported that the patient presented in clinic due to chest pain. It was noted the patient had severe pericarditis post-implant, so the physician suspected there might have been a minor cardiac perforation caused by the atrial leadless pacemaker (alp). The alp was explanted. The patient is currently in recovery.